Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a cold pad. The customer reports that they sent the pad home with the end user. The end user activated the pad, sat on it, and fell asleep. Upon waking up, the end user discovered that there had been a chemical spill and she had a chemical burn on her perineum. The patient reported she was prescribed silvadene cream for the burn.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.